Manufacturer narrative:
(B)(4). The investigation was completed on 01/19/2015. Retain cartridges were tested and are functioning according to specification. Return product was not available for investigation.

Event description:
On (B)(4) 2014, abbott point of care clinical affairs personnel reported I-stat troponin cartridges that yielded a suspected discrepant result of 0.09 on a patient while performing a clinical study. Per I-stat 1 system manual (art: 714258-00n), the reference range for I-stat troponin is 0.00 - 0.08 ng/ml. The result of 0.09 was outside range and not what would be an expected performance of the assay. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method result sample timei-stat 0.00 ng/ml a 20:30i-stat 0.09 ng/ml a 20:30lab <32 (neg) b unkthere are no injuries associated with this event.

Manufacturer narrative:
(B)(4).